Event description:
It was reported that a balloon rupture occurred. The 3.00mm x 20mm nc emerge balloon was selected for use. During the procedure, the balloon ruptured when it was inflated to 8 atm. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual inspection revealed no issues with the hypotube shaft or the outer and inner lumen, and tactile examination of the entire extrusion revealed no issues. Microscopic analysis identified a pinhole leak 4mm distal to the proximal markerband and no signs of distal tip damage. During inflation testing, the balloon was noted to have a pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The 3.00mm x 20mm nc emerge balloon was selected for use. During the procedure, the balloon ruptured when it was inflated to 8 atm. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.